Event description:
The following has been reported: customer reported: this pump was giving an error message that read "reload cassette". I noticed the top right pin was sticking a little, so I have all of them soaking under alcohol. No harm was done to the patient. Waiting results of pin cleaning and test infusion. 5/7/24 - customer representative reported pump problem alarm and service needed error after cleaning the pump and performing test infusion. Opening complaint, fresenius kabi representative will download logs, pump is currently off. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) unknown if an active infusion was stopped. No adverse effects were reported. Further information is needed to complete the investigation.

Event description:
The pump was returned for evaluation. The initial technical failure was attributed to a mechanical hardware failure (av assembly). Logs were pulled from the pump, and it was confirmed that the pump was experiencing failures accepting testing cassettes. While the pump was in the decontamination/return process; it was noted that the pump was excessively dirty and required extra cleaning to conform to the decontamination/cleaning standards. During testing, the pump was able to load testing cassettes with no error messages and was able to pass a final acceptance test with no failures. Internal investigation was performed and found the fva valve pins and loading pins to have foreign substance on the moving surfaces. It is believed that the extra extensive cleaning of the pump was able to free up the fva pins so that the pump was able to function properly during testing. The fva pin lip seals and loading pin lip seals will be replaced to ensure overall functionality and then the pump will undergo all necessary functional testing.